Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas, with a blood glucose of 300 mg/dl and a pattern of running high after meals while away on a field trip; the user reportedly announces meals, and no device alerts or alarms were reported. Symptoms included hyperglycemia without reported signs of diabetic ketoacidosis or other complications. Outcomes included user education and troubleshooting with guidance to perform a full supply change if blood glucose remained high for more than 90 minutes and to reassess after another 90 minutes. Investigation included review of reported blood glucose data and user-reported device performance, along with troubleshooting education regarding infusion set and insulin delivery integrity. Investigation of this case revealed no device alarms or confirmed device malfunctions, and the event was consistent with hyperglycemia of unclear cause that could include factors such as infusion set or site issues, insulin delivery interruption, or meal-related mismatch. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence linking the event to a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.